Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced right epididymitis; therefore, medication was prescribed, and the event was resolved. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Concomitant product UDI for reservoir is (B)(4).

Manufacturer narrative:
Additional information updated: b5: describe event/problem. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced right epididymitis. Medication was prescribed, and the event resolved. However, during a follow-up visit one month later, the pump was found adhered to the right testis, likely as a sequela of the epididymitis. Additional medication was prescribed, and the patient was advised to return for follow-up in two weeks. Several months later, the event of the pump being adherence to right testicle was resolved. No further patient complications were reported.

Manufacturer narrative:
Additional information updated: b5: describe event/problem. H6: patient codes. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced right epididymitis. Medication was prescribed, and the event resolved. However, during a follow-up visit one month later, the pump was found adhered to the right testis, likely as a sequela of the epididymitis. Additional medication was prescribed, and the patient was advised to return for follow-up in two weeks. No further patient complications were reported.